Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2007; 0157 lead; implanted: (B)(6) 2003; 5076-45 lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shocks from their device once per month for three months. The patient reported passing out in their driveway during the last month. The patient noted that the shocks occurred at work, or when they were near their laptop or electronic tablet. The patient was concerned that something at work or their electronic devices may have been interfering with their cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No further patient complications have been reported as a result of this event.